Manufacturer narrative:
After battery installation, the pump gave a full segment display anomaly due to a problem isolated to the mother board. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to a full segment display. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a full black screen. Blood glucose level at the time of the incident was 87 mg/dl. Blood glucose level at the time of the call was 178 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.